Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with neurostimulators for essential tremor and movement disorders. It was reported that the device implanted in 2005 did not work well for tremors and patient had device replaced in 2007. Refer to manufacturer report # 3004209178-2016-14897.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.